Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having issues with the sensor not reading accurately. Customer stated her doctor but her on the sensor because she has a hard time recognizing she was low. Customer stated during the week she had an incident were she was in the 40 mg/dl range and the sensor did not pick it up. The threshold suspend was set at 70 mg/dl. Customer stated the last sensor she had was inaccurate the first four days. Customer also wanted to know if there was a way to stop the low alert because alarm kept going off until blood sugars went up. Customer declined troubleshooting. Customer stated she was currently not wearing the sensor. No further information reported.